Manufacturer narrative:
Additional information: the initial narrative data statement, "the results/method and conclusion codes along with investigation results will be provided in the final report," should be corrected to "the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined."

Event description:
Additional information received noted the patient experienced symptoms of infection and presented in clinic on (B)(6) /2019. The implantable cardioverter-defibrillator and rv lead were explanted on (B)(6) 2019. The patient's condition was stable.

Manufacturer narrative:
Further information was requested but not received.the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-18266.it was reported that the patient experienced an infection. Neisseria endocarditis with vegetation was noted on the right ventricular (rv) lead. The implantable cardioverter-defibrillator and rv lead were explanted. The patient's condition was stable.